Event description:
It was reported that the patient fractured her hip in (B)(6) 2014 when she was in (B)(6) and had a tfn (trochanteric fixation nail) placed. The fracture was not reduced first and the nail cut out of the blade. The patient was having pain in the hip which led to her to see the surgeon. Upon that visit it was determined that the helical blade was impinging on the acetabulum. The patient was back in texas and due to the nail cutting out of the blade needed to have a total hip replacement. The hip replacement was done in texas. The patient status is reported to be good and surgery was successfully completed. This report is for the locking screw this is report 3 of 3 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for locking screw, part and lot number unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.